Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; there was damage/deformation to the charge-coupled device (ccd) unit in the scope. The black scratches are caused by the detachment of the internal lens that is glued to the image sensor built into the tip, therefore it is possible that the event occurred due to external stress such as bumps or falls. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the broncho videoscope had an abnormal image with blackout. The event occurred during reprocessing. There were no reports of patient involvement.